Event description:
Ambulance personnel were attending to a pt diagnosed to be in full cardiac arrest. An attempt was made at externally pacing the bradycardiac pt and allegedly the device continously displayed pacing leads off and would not pace. A back up device was obtained and pacing was initiated with electrical capture only. The pt was not resuscitated.